Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal portion measuring 47.1 cm was returned for analysis. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 3.8-4.5 cm and 4.1-4.3 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.